Manufacturer narrative:
The product was not returned to conmed linvatec for eval. Product history shows this device was outside its warranty. A two year review of complaint history for this device showed there have been no serious injuries or deaths related to the reported problem. The product IFU warns: inspect the sterile transfer battery case for any damage, such as: cracks in the case or damaged, broken, or worn o-rings, latch, and/or hinge. If damage is found, do not use. Sterility may be compromised and pt infection may occur.

Event description:
The customer reported the lid was broken at the hinges. There was no report of pt injury and/or adverse outcome. A subsequent review of this complaint found that the sterile barrier may have been compromised.